Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 6.5 mmol/l. Caller stated that the transmitter was not blinking when connected to the sensor. Caller stated that the sensor was bent. Nothing further was reported.